Event description:
The customer reported the system displayed an iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on evaluation of the system. This MDR is related to ge healthcare (B) (4).